Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/06/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure for a total shoulder replacement due to severe pain or disability from disease or injury of the glenohumeral joint resulting from rheumatoid disease affecting the glenohumeral joint. The date of this procedure was not provided. The healthcare professional (hcp) reported an infection post-procedure and loosening of the humeral component (confirmed radiographically) due to loss of fixation or instability of the univers revers fracture adapter shoulder prosthesis device. The hcp mentioned that the complication was probably not related to the device. Hcp also reported that the complication did not require additional treatment and was not reported outside the institution. The date that the infection was noted was not provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.